Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to tibia collapse and subsidence. The tibial tray and bearing were removed and replaced and tibial stem and augments were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "the patient is to be advised of the limitations of the reconstruction, and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear."